Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 121 mg/dl that morning, between 7:00 am ¿ 8:00am, and blood glucose was 308 mg/dl. At the time of the event, the customer stated that he was sleeping in bed and was not lying on the side that the sensor was inserted on. He treated with the pump. The customer¿s current blood glucose was 295 mg/dl and his sensor glucose 269 mg/dl. The customer was advised on proper sensor usage and calibration techniques. He declined troubleshooting. The sensor is not returning for analysis.